Manufacturer narrative:
A patient unable to place their ipg in MRI mode, was reported to abbott. The rep met with patient at MRI center and identified high impendence. In an update it was reported surgery took place on 07 feb 2024 where the lead as well as the ipg were replaced. The ipg was replaced for high MRI impedance threshold as well as upgraded technology and longer lasting battery life. Therapy was restored. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in patient's lead. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.